Manufacturer narrative:
The involved device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported lot as well as surrounding lots. A visual inspection confirmed there were no defects or anomalies. A comment was made by the user facility that three pinnacle sheaths from same lot number had kinks while in the patient. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this follow-up report for reference purposes. A review of the device history records confirmed that there were no product related problems for this lot number. A review of the complaint files confirmed that this part/lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the sheath may have come into contact with scar tissue or calcification causing it to kink or the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device not returned.

Event description:
The user facility reported that the sheath kinked while in the patient. Follow up communication with the user facility reported the following: there were three sheaths from same lot number that kinked; the procedure outcome was good; and there was no impact to the patient.